Manufacturer narrative:
The subject device has not been returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the video connector socket of the subject device was not correctly fixed to the camera head connecting part and the image of them had problem before the unspecified procedure. The subject device had been used until those malfunctions occurred. The field service engineer of olympus (B)(6) & co. Kg (oekg) went to the user facility and check the subject device. After replacing the video connector socket of the subject device, it was worked and passed the function tests. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg) and things which the terminal of the electrical contact part inside the video connector was confirmed to be corroded and the connection was loose even after the connection was made, omsc surmised there was the possibility this phenomenon was attributed to a communication abnormality. The cause of the failure might have been the effect of corrosion of the terminals inside the video connector, damage to the lock mechanism, or failure due to long-term use because 10 years have passed since the subject device was manufactured. If additional information becomes available, this report will be supplemented.